Manufacturer narrative:
Device evaluation: visual inspection revealed the tip is fractured. Potential cause root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. It could also be attributed to off-axis forces applied during use. DHR review per DHR review, the part was likely conforming when it left zimmer biomet control. No actions required. Device use this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during the surgery, the tip of the screw inserter broke off when inserting a screw. The patient has sclerotic bone. The surgeon initially under tapped with the 5.5mm tap then used the 6.5mm tap. Another driver was used to complete the case without patient impacts.